Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. The customer did not provide a blood glucose value, or any additional information regarding the reported issue.